Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a competitive right ventricular (rv) lead showed high, out of range pacing impedances. The impedance measurements are unstable. Noise was also observed on the rv channel. The tachycardia mode was switched to off awaiting further testing. The patient is not dependent. The rv lead is expected to be replaced. The crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a competitive right ventricular (rv) lead showed high, out of range pacing impedances. The impedance measurements are unstable. Noise was also observed on the rv channel. The tachycardia mode was switched to off awaiting further testing. It was also reported by a third party remote team that the patient had an isometrics test and it was found that the system showed oversensing of the respiratory rate (rrt) sensor in both the rv and right atrial lead channels. The patient is not dependent. The rrt feature was going to be turned off. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a competitive right ventricular (rv) lead showed high, out of range pacing impedances. The impedance measurements are unstable. Noise was also observed on the rv channel. The tachycardia mode was switched to off awaiting further testing. The patient is not dependent. The rv lead is expected to be replaced. The crt-d remains in service. No adverse patient effects were reported.